Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "extrusion and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion, capsular contracture, baker grade iii, and rupture.

Event description:
Healthcare professional reported right side "pain in lower right breast", "been pushed upwards", "became harder and had sharp edges in the lower pole", and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side "pain in lower right breast", "been pushed upwards", "became harder and had sharp edges in the lower pole", and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Corrected data: rupture and extrusion were not reported.